Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and three months post filter deployment, a computed tomography scan demonstrated filter limbs extending beyond the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and two months of post-deployment, axial images using computed tomography (CT) abdomen and pelvis without intravenous contrast showed that there was an inferior vena cava filter in the inferior vena cava below the level of the renal veins. Some of the legs of the filter extended beyond the inferior vena cava wall. Around, eleven months later, the patient presented with abdominal pain and dislodged inferior vena cava filter. On the same day, a computed tomography (CT) abdomen with contrast showed that an inferior vena cava filter was again identified inferior to the renal veins. Around, two months later, the patient presented with misplaced inferior vena cava filter, upper abdominal and back pains. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an infrarenal inferior vena cava filter was noted. The superior margin of the filter was 4 cm below the renal veins. Multiple legs of the inferior vena cava filter protruded through the inferior vena cava into the surrounding tissues. However, there was no pericaval hematoma or edema. One of the legs protruded into the right anterior wall of the aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), and unintended movement of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).